Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe generator batteries were evaluated and replaced. The system was tested ad found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited overheating, a burning smell and a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.